Event description:
The table was in use with a patient on the table when they pulled gross traction with the traction unit assembly and the fine traction tube broke off from inside the traction unit housing. There was no patient injury.

Manufacturer narrative:
Investigation found the component bent as well as fractured. Based on the tube being bent, the most probable cause for the break was that the traction tube was subjected to a side force, perpendicular to the tube. In normal use, the forces exerted on the tube would be along the length of the tube from pulling traction. It is unclear what kind of device handling may have exerted such loads. It is unclear what kind of device handling may have exerted such loads.

Event description:
The table was in use with a patient on the table when they pulled gross traction with the traction unit assembly and the fine traction tube broke off from inside the traction unit housing. There was no patient injury.